Manufacturer narrative:
Product event summary: one controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device¿s real time clock was reset to 2000 due to lack of use. However, when the unit was powered up and the battery was adequately recharged, the date and time were set to actual time and date, and the controller was able to keep accurate times. This perceived malfunction is in reality a normal behavior of the internal cell battery due to not being powered up for an extended period of time. Once recharged, the unit performed as intended. The confirmed condition is related to the reported event but is not a malfunction. The real time clock was reset to zero most likely because controller had not been connected to external power for extended periods and its internal coil cell battery had run down. This was a natural reaction to its lack of use. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon inspection, the controller date was "00¿ and it did not hold new date/time. The controller was replaced. No patient complications have been reported as a result of this event.